Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a high-level analysis was completed. Visual examination of the device case noted no anomalies. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded. A high current drain was detected, but the battery still supported full device function. The battery voltage was interrogated and found that the battery status was at beginning of life (bol). The device passed automated electrical testing. Further analysis to determine the root cause was unable to be performed at this time due to a legal hold.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion behavior. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This ICD remains in service and a safe replacement interval was set. No adverse patient effects were reported.